Manufacturer narrative:
The device was not returned to olympus for evaluation. The most likely cause for the reported event is due to user handling. The instruction manual contains several warning statements in an effort to prevent damage to the cable. ¿visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Replace the cable. In order to plug or unplug the cable, always pull at the plug. Never pull at the cable or risk of damaging the cable may occur.¿ also, ¿when used as intended this product is more or less subject to wear depending on the intensity of use. Do not use the hf cable after one year of use.¿ if additional information becomes available or if the device is returned for evaluation, this report will be updated accordingly.

Event description:
Olympus was informed that the hf-cable sparked and failed during an unspecified procedure. The procedure was completed with a similar hf cable. No patient injury was reported.